Event description:
A steris 3085 surgical table had a hydraulic cylinder failure that caused the table to tilt unexpectedly during a surgical procedure. The pt slid off the table, but 2 operating room staff members were able to catch the pt which decreased the impact from falling on the ground.